Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381834 and lot number 4222717. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: on several occasions, the heads of service have reported inconveniences related to the quality of the supplies. A joint follow-up with the patient safety referent was carried out, in which it was evidenced that the health personnel have an adequate technique for the insertion of the catheter. However, despite the correct application of the procedure, there have been multiple difficulties, since in most of the cases where this input is used, venous extravasation has been evidenced. Case 1 patient in the hospitalization service transferred on (B)(6) 2025 from the emergency department with an ib #20 catheter, for management of her condition, on (B)(6) 2025 it is visualized that she presents coloration, inflammation and pain in the access point, which requires intervention with physical doctors and change of the access point, situation presented and reported by the head of the hospitalization service. When managing the change of access, two days later (B)(6) 2025) she presents again a similar condition of cellulitis in the access point, executing a change of access and the same management of her condition, but this time with a different device which follows up the patient without showing more affectations. The patient was transferred to another institution for level 3 management without further complications. The 2 units involved in the report were discarded by the care staff prior to the report.